Event description:
It was reported that (1) lcsc5 was used during a lab sigmoid colectomy procedure. It was reported by the rep that lcsc5 was used to free up left colon and flat tones persisted. The device was cleaned and retorqued. Then a test tip was used to test the luke handpiece. The handpiece was fine and a new lcsc5 was opened to complete the case. There was no consequence to pt.